Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed; however, data was not yet provided for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported.